Event description:
Ous MDR - boston scientific received info that shortly after the implant procedure this right atrial lead had dislodged. No p waves were noted and loss of capture was seen. The lead was deactivated. No adverse pt effects were reported. Should additional info become available this investigation will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.